Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was not provided. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) , could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported through the patient outcome that the patient passed away on (B)(6) 2022. The cause of death was unknown and not provided by the customer. Whether or not the outcome was device or therapy related was not provided. The pump was not explanted and will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event, including product status; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.